Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise was present on the right ventricular (rv) channel. The health care professional (hcp) requested technical services review the most recent non-sustained ventricular tachycardia (nsvt) event. Technical services confirmed there were extra non-physiologic signals on the rv channel. It was noted there were numerous nsvt/no therapy episodes stored over the last few days with similar artifact. The rv lead impedance was fairly stable. Technical services discussed troubleshooting options and discussed possible causes for the clinical observations. The decision was made to explant and replace this crt-d along with the competitor rv lead. No additional adverse patient effects were reported.

Event description:
Additional information was received that the root cause for the clinical observations was not determined. Lead fracture was suspected, but not confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.